Event description:
It was reported that the patient presented for a device replacement procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited episodes of under-sensing. On (B)(6) 2024, the lead was capped, and the device was downgraded to single chamber. The patient was in stable condition.